Event description:
Baxter lithuania reported "miniset twist transfer set: one of the two clamps breaks in normal use." This was noted prior to use with no pt injury or medical intervention reported according to the complaint coordinator.